Manufacturer narrative:
For the one pending event, the investigation determined the service actions resolved the issue. The service engineer found a crack on the tube connecting the sample tube and the sample pipette assembly and replaced the tube.

Manufacturer narrative:
For ten of the events, the investigations could not identify a product problem. The cause of the events could not be determined. The follow up actions for one of these events were: the field service engineer (fse) verified alignments, instrument adjustments, pressures, and rinse levels. The field application specialist ran precision. The follow up actions for one of these events were: the field service engineer performed decontamination, checked the cell detergent volume and checked the speed of the automatic centrifuge unit. The results from an instrument performance check improved following the service action. The customer has had no further issues. The follow up actions for one of these events were: the field service engineer (fse) adjusted and cleaned the probes. The follow up actions for one of these events were: service performed maintenance on the instrument. It is not known if the service representative noted any instrument problems. The customer has had no further issues . The follow up actions for one of these events were: the field service engineer checked the system, performed baseline checks and precision testing. Calibration and qc passed. The fse did not identify a cause for the event. The customer thinks the issue occurred as they reused sample cups from a previous patient sample. The customer has not had any further issues since the service visit. The follow up actions for one of these events were: the customer observed an "abnormal aspiration of sample probe" error at the time of the result in question. The customer has had no further issues. The follow up actions for one of these events were: the field service engineer checked the sample probe adjustment that was acceptable. For three of these events, there were no follow up actions. The investigation for one event determined hba1c results are sensitive to cell rinse performance and will show high results if there is insufficient cell rinse. The investigation determined the issue identified and corrected by the fse was the root cause of the event. The follow up actions for this event were: the field service engineer (fse) replaced and adjusted the rinse station of the module. The investigation for one event determined that the service actions resolved the issue. The follow up actions for this event were: the field service engineer (fse) checked and adjusted the gear pump pressure. The fse checked the system volume during air purge that was acceptable. The fse replaced and adjusted the sample probe. The fse checked the rinse levels. The fse ran precision and carryover checks that were acceptable. The customer ran qc that was acceptable. The investigation for one event determined that the service actions resolved the issue. The follow up actions for this event were: the service engineer found a fluidics failure. He adjusted the fluidics and checked the rinse levels. The mechanism checks, calibration, and qc were completed within specification. The investigation for one event is ongoing. The follow up actions for this event were: the field service engineer replaced the ventiblock. The customer has had no further issues. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Medwatch field serial number continued: (B)(4).

Event description:
This report summarizes 14 malfunction events. Questionable non reproducible results were generated by the cobas 8000 c 502 module. The events involved 20 patients with the following: two questionable results for iga-2 tina-quant iga gen.2. Three questionable results for igg-2 tina-quant igg gen.2, one questionable result for phos2 phosphate (inorganic) ver.2. One questionable result for tp2 total protein gen.2. Four questionable results for li lithium. One questionable result for ldhl. One questionable result for b2mg tina-quant beta2-microglobulin. One questionable result for a1c-3. Three questionable results for tpuc3 total protein urine/csf gen.3. One questionable result for ferr4 tina-quant ferritin gen.4. One questionable result for albt2 tina-quant albumin gen.2. One questionable result for a1c-2 tina-quant hemoglobin a1c gen.2. One questionable result for nh3l ammonia gen. 2. Four patient's ages ranged between 17 and 67 years. The other patients' ages were requested, but were not provided. One patient weighed (B)(6) lbs. The other patients' weights were requested, but were not provided. There were three females and three males. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.